Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: c3tr01 ipg, implanted: (B)(6) 2015. (B)(4)

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD)nd pacing lead were explanted and the high voltage coil was capped. The patient was treated with antibiotics. It was further reported that a chronic, previously capped, right ventricular epicardial lead was connected to the replacement device and there was loss of capture. Programming was changed with pacing through the left ventricular lead. The lead remains implanted. No further patient complications have been reported as a result of this event.